Event description:
This is to report an adverse event during a lead removal case at the university of miami hospital, date of procedure is unk at this time. The pt's injury was a svc perforation, unk the pt's post-operative status. Knowledge of the adverse event was during a literature review conducted on 5/7/10. Several attempts have been made to obtain further info without success.

Manufacturer narrative:
Manufacturer dates for all devices: unk.